Manufacturer narrative:
The customer's meter was returned for investigation. The display was tested and showed no errors during investigation. Investigation of the battery compartment revealed it was contaminated by a leaked battery. This can temporarily cause the complained error of missing segments. The root cause is determined to be contamination due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
There was a complaint of an issue with the meter display on a coaguchek xs meter. The customer stated there were segments missing from the screen when the meter was first powered on. The customer advised the screen is very hard to read. The meter did not appear dim but he was unable to tell what icons were on the screen. The meter now does not power on.